Event description:
During preparation for a medical procedure while using a penumbra system reperfusion catheter, the catheter was found kinked while removing it from its package. The procedure continued using a new device.

Manufacturer narrative:
Result : the penumbra system reperfusion catheter 032 was kinked approximately 35.0 cm from the distal tip. The catheter was ovalized approximately 8.0 and 12.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the packaging was opened and the penumbra system reperfusion catheter 032 was found kinked. Evaluation of the returned product confirmed a kink in the distal shaft of the catheter. The catheter distal shaft was also ovalized in two locations. This type of damage is typically associated with improper handling during removal of the device from the packaging. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.